Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device that was post-paced t wave oversensing on the ventricular lead. At a subsequent follow up, non-sustained lead noise due to t-wave oversensing was also observed. The alert on the device was reactivated. Patient will be monitored.